Event description:
It was reported that the patient wanted to try going without the pump, so they filled it with saline. The patient was not getting good pain relief from the last drug that was in the pump. The manufacture representative confirmed it was dilaudid in the pump last. It occurred in (B)(6) of 2015. It was unknown if there was any troubleshooting, interventions or actions taken prior to replacing the dilaudid with "nacl" (sodium chloride). The nacl was in the pump and running at minimum rate. Prior to dilaudid the patient was believed to having morphine in the pump. It was unknown by the manufacture representative if the patient had issues with morphine. Additional information received reported that there was no other troubleshooting. The patient wanted the pump explanted. The patient was referred to explanting physician. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).